Manufacturer narrative:
Per tandem user guide: "before you begin, make sure you have the following items: 3.0 ml syringe and fill needle and vial of u-100 humalog or u-100 novolog insulin." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 300-450 mg/dl. Additionally, customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue. Customer reverted to manual injections for insulin therapy.